Event description:
The customer reported that during a pelvic exenteration, the device knife was protruding from the jaws. There was no patient injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.